Event description:
Per the clinic, the patient was implanted with a cochlear device on (B)(6) 2025 with normal post-operative electric testing. After stitch was placed, post-operative CT-scan indicated tip foldover thus, the stitch was reopened and the device was explanted during the same surgery. The patient was re-implanted with another cochlear device during the same surgery.